Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side ¿capsular contracture baker grade unknown with prosthesis fissure¿ diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Event description:
Additionally reported was "periprosthetic capsule, site of chronic granulomatous inflammation¿. Capsular contracture has been confirmed as baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "prosthesis fissure"; "periprosthetic capsule, site of chronic granulomatous inflammation". Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.